Manufacturer narrative:
(B)(4). The device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account. The device was not returned for evaluation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the right superficial femoral artery that was non-tortuous, mildly calcified and 80% stenosed. The armada 35 5mm/150mm on 135cm balloon ruptured during the first inflation at 12 atmospheres. Another balloon was used to complete the procedure. The device was prepped according to the directions for use with no issues noted during preparation. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.